Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was noted on the iegm with fluctuations in sensing and capture threshold. The lead was capped and a new lead was implanted. The patient¿s condition is fine after the event.